Event description:
A report received that a patient's precision system was explanted due to an infection at the pocket site. The symptoms of infection were redness and soreness around the battery site. The patient's physician cleaned out the pocket site and the patient was prescribed oral antibiotics. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were discarded, and will not be returned to bsn for evaluation.